Event description:
Pt code in ICU. Dept defibrillator was used but failed to work as described by intensive care unit nurse. Failure described as follows. Multifunction cable was defective not allowing defibrillator to discharge. Upon several unsuccessful discharges this unit was replaced with another defibrillator.